Manufacturer narrative:
The investigation into purge disc/flag issues has been completed. The impella automated controller was returned for investigation. A visual inspection noted a cracked purge sensor disk retainer, preventing normal operation of the flag. The console was repaired. The cause of the disk unable to detect was a cracked purge disk retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The biomedical engineer reported that after each purge fluid change through the purge fluid bag, the menu prompts the aic alarm purge disc not detected. There was no patient harm or injury reported.